Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). This report is on an unknown sternal locking plate, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Sales consultant reports that two unknown screws backed out of a sternal locking plate. It is not known when or how the screws backed out. The plate was initially implanted on (B)(6) 2013 with ten screws. Patient was returned to the or on (B)(6) 2013 to have the screws removed. Two screws were reported to have backed out, however three screws were received from the facility. This report is on the unknown sternal locking plate. This is 1 of 2 reports for complaint (B)(4).